Manufacturer narrative:
Unit passed displacement test. Hardware low level failures (variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 160 mg/dl. The customer states they were able to clear the alarms. The customer stated that self test did pass. Troubleshooting was performed. The insulin pump will be returned for analysis.